Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was trying to have the ins turned back on. Patient reported they hadn't used their device for a couple of years because the device never did any good for them. Patient stated they tried other medications and they were told to turn the ins back on. During the call, agent walked the patient through connecting their handset and communicator to their implanted neurostimulator. Patient saw the internal device battery low message on their handset. Patient was able to adjust the therapy at a comfortable level. Agent redirected to hcp to discuss ins replacement. Patient will monitor symptoms. Additional information was received from the patient. They called back and repeated they had not used their therapy for a few years. The patient stated the therapy still wasn't working and when they tried connecting the handset to their communicator, they were getting an error message "data lost. Internal device lost all data. Contact your clinician." The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient (pt) and the manufacturer representative (rep). The pt stated the cause was unknown but it most likely was due to not being used for years. The issue was not yet resolved. They were meeting with the rep on 2025-jun-10. Replacement/removal was not planned. On 2025-jun-10, the rep called patient services and reported seeing data lost, all data has been lost, contact your clinician. Pt hadn't felt stimulation in a long time and pt wasn't getting any benefit currently. Pt said it had been years since they successfully communicated with their ins and handset. Caller was made aware on this date that a nurse practitioner was having issues trying to communicate with pt's ins in clinic. Caller tried communicating with app and this showed low battery message. Stimulation was off and programming was intact. All impedance pair measurements were 4,000 per caller. Technical services reviewed need for replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the "internal data lost" message was not determined/unknown and no likely cause was given. The patient noted they were referred to their doctor, but indicated not appointment dates at this time. The issue has not yet been resolved. Device removal/replacement has not been planned.